Event description:
It was reported that the monitor on the 9800 system went dark during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. It was discovered the failure occurred during a rain storm that may have affected the hospital power. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.